Event description:
Dealer advised left motor will not lock. Dealer advised chair is still driving. Spoke with tech. Dealer advised had clients in his office and had little time and needed to go. Dealer could not provide any further information.